Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The lead was returned in partial segments, analyzed and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), and the outer insulation melted.

Event description:
It was reported that the left ventricular (lv) lead that was implanted approximately over a month ago, backed out of the coronary sinus (cs). The lead was explanted and replaced. No patient complications were reported as a result of this event.